Event description:
The device was returned for air compressor failures. Device displayed a red pump alarm after powering on. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage and perform testing on the pneumatic assembly. No damage was identified. Tests were run on the pneumatic system. The system failed during the recharge test, indicating a faulty compressor. The installed compressor was swapped out with a new compressor to confirm the compressor is the main issue and no other pneumatic issues were present. The pneumatic system was able to pass testing without failure. The original compressor was inserted back into the device and a new one will be installed during repairs. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "ticket stated "service needed". Cleaned and tried to run test infusion. Alarmed and unable to continue." Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.